Event description:
Customer reported the monitor cart will not boot up. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and reloaded the linux software. System operates as intended.